Manufacturer narrative:
Findings: pump was programmed and monitor for four hours and passed all functional testing including the displacement, operating current test, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No check settings alarm during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer treated their blood glucose level with a bolus. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.